Event description:
It was reported that the large crosslink's center locknut was broken off during tightening. The crosslink was removed and replaced with a new implant. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.